Event description:
It was reported that the patient felt symptomatic when there was loss of capture for 5-6 beats after the end of a ventricular threshold test. Capture was not immediately regained at higher outputs. The patient was noted to be dependent and symptoms were felt until capture was restored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).